Event description:
Clinician reported "pt was undergoing procedure to remove papillomas in the tracheal region. The longer blade was needed to reach the surgical site. Blade was too sharp or the opening was too big. Possible posterior esophageal fistula just below the vocal cords. Pt developed pneumonia and has been on a ventilator for three weeks."